Manufacturer narrative:
The onyx material was not returned as it was consumed in the procedure; therefore, product analysis of the onyx was not able to be performed. The vasospasm during the endovascular procedure was most likely mechanically induced. Angiographic vasospasm is common during endovascular procedure without clinical sequelae. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel, is a commonly recognized adverse event that may complicate an endovascular procedure by limiting distal blood flow. In this event, the vasospasm was successfully treated with verapamil. Vasospasm is a known inherent risk of endovascular procedure and is documented in the device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that during an avm procedure, the patient suffered vasospasms in the left intracranial artery. Verapamil was given. The patient anatomy was reported as being severely tortuous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.